Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported an audio failure. The device was in clinical use at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The device was out of warranty. A service quotation have been provided to customer. However, as of the date of closure of this complaint, the customer has not update dphilips on the status of the device and the cause of the reported issue could not be determined.